Event description:
It was reported that seven years ago, the patient got terribly sick for over three weeks. The patient was hospitalized for one day and sent home. It was noted that no doctor knew what the problem was. After five weeks, the patient went in to have his pump refilled, and it was discovered that no drug had been used over the five week period. It was reported the patient had "gone to hell and back, with the absolute withdrawal of the pump with no help." The patient thought he "would die". It was reported that the doctor realized that the pump batteries "were no good and no alarm went off." The patient outcome was not reported, but it was noted that the "pump has helped." The device system was used to deliver "morphine with some other drug." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l78003, serial# implanted: (B)(6) 2000, explanted: product typ catheter. (B)(4).